Event description:
This complaint is now reportable based on the analysis completed on 03/12/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 95% stenosed, severely calcified lesion being treated was located in the severely tortuous left anterior descending (lad). The physician attempted to implant a taxus liberte' 2.50x8mm however, the stent delivery system was unable to cross the lesion. No patient injuries or complications were reported. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
Visual examination of the device revealed severe damage to the stent. The entire stent struts were misaligned and stretched. This type of damage is consistent with the device meeting some form of restriction during the procedure. Visual examination of the remainder of the device including the balloon and tip profiles could not identify any issues that could potentially have contributed to a restriction occurring. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is use/user error. Lesions that are heavily calcified are contraindicated in the taxus liberte' directions for use.